Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed to be an external leak located at the threaded bottom end of the crit-line chamber that attaches to the dialyzer. The machine did not alarm. Estimated blood loss was 10ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.